Event description:
Subsequent to the initial MDR, it was reported that the patient was in the intensive care unit for one day. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was sitting in her living room when she had a seizure and had difficulty talking. The patient's daughter noticed the cgm was displaying 400 mg/dl and immediately checked the patient's bg and it was reading 48 mg/dl. The patient's daughter called for an ambulance and when the paramedics arrived, they treated the patient with sugar water. The patient was transported to the emergency room (ER). At the ER, the patient was treated with additional sugar water and IV therapy. After treatment, the patient's cgm was displaying 340 mg/dl while their bg was 70 mg/dl. This bg value was confirmed through blood work. The patient was in the ER for six hours and then was transferred to the intensive care unit for additional testing and monitoring. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.